Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user's trainer reported that the user was struggling to utilize the touchscreen on a new ilet. After removing the screen protector, a small crack was identified. The screen was barely usable, and a replacement ilet was arranged. Blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.